Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that near the end of a case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. The case was reportedly completed and there was no patient injury reported.

Manufacturer narrative:
During on-site inspection by a service technician the reported symptom could be confirmed. The ventilator motor of the involved fabius gs was replaced and solved the reported issue. The device was tested after the repair and passed all tests. Unfortunately this is all the information obtained as neither the requested error log nor the replaced vent motor were provided for analysis. Therefore a detailed root cause analysis was not possible. The fabius gs reacted as specified for a motor failure with an autonomous shutdown of the ventilator and alarmed audible and visible for "ventilator fail". In this case the user can switch to manual ventilation. Monitoring is still functional. The fabius gs was put back to operation with no further problems reported to date.

Event description:
Please see initial-report.